Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
Customer reported losing four implants no follow-up appointment after the restoration was completed patient did not come in for treatment for several years and only returned in january with the implants that had fallen out discussed replacement with gvl by call